Manufacturer narrative:
The electrosurgical unit (esu/generator) was evaluated last mo due to other pt ercp perforations. At that time, the esu was checked and found to be functioning as intended. See MDR # 9610614-2006-00012. After this recent incident, the hosp's biomedical engineer checked out the generator, but no trouble was found (i.e.. By referencing another unit the outputs were equivalent). Therefore, the facility did not see the need for erbe to evaluate the esu again. To further address the issue, add'l in-svc work by our clinical education dept has been scheduled at the hosp in early august. Also, during the in-servicing further investigative work at the hosp will be performed to determine the accessories/instruments used/being used and if any problematic issue can be found. Erbe USA, inc. Is now closing the file on this event.